Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2015 with the following findings: a review of the pump¿s black box history showed that power reboot had occurred on (B)(6) 2015. Visual inspection revealed that the battery compartment threads were damaged. The battery compartment was found to be cracked below the grip pad. No battery cap was returned with the pump a test battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours with no reboots, power losses, or call service alarms occurring. The pump case was removed and evidence of moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was discolored. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked and the battery cap threads were stripped. It was reported that the battery cap was not able to be tightened to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.